Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The symptom is alleviated. Product sample is unavailable for return as it remains implanted. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that one week following a glaucoma filtration device implant procedure a patient developed a choroidal detachment which expanded two weeks later. Scleral fenestration was performed and the choroidal detachment disappeared. Additional information has been requested.